Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor's rear response button was non-functional. The response button switch was defective. The root cause for the defective response button switch could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the rear response button of monitor sn (B)(4) was non-functional. The last pt to use this monitor did not report any deficiencies.